Manufacturer narrative:
The viperwire guide wire was received at csi for analysis. The wire was confirmed to have a fracture at the proximal end and a fracture at the spring tip section. The mid-section of the guide wire was not returned. The spring tip section was observed to be damaged and deformed with an additional fracture within the spring tip coils. Scanning electron microscopy analysis of the spring tip fractures showed evidence of torsion. The exact root cause of the fractures is unknown. The proximal core wire fracture exhibited severe narrowing due to rotational damage. There were also fatigue striations identified on the fracture face. It is hypothesized that the guide wire fractured due to excessive wear and possible fatigue from spinning under axial compression within the vessel, which reduces clearance between the driveshaft and guide wire. This was not confirmed, and the root cause of the fracture is unknown. As the original oad was not returned, an analysis of the driveshaft tip bushing could not be performed to determine if it had made contact with the spring tip of the guide wire. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was performed on low, medium and high speeds in a 99% stenosed lesion in the mid superficial femoral artery. Following treatment, it was observed that the tip of the viperwire guide wire was not moving in a 1:1 manner. The wire was removed and the radiopaque tip remained in the tibioperoneal trunk. The wire fragment was removed with a snare device and the procedure was completed with balloon angioplasty.